Manufacturer narrative:
E1 initial reporter city: device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the guidewire lumen. The balloon was loosely folded. There was a pinhole 3mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation at below rated burst pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, on initial inflation at below rated burst pressure, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. No patient complications were reported, and patient status was good.